Manufacturer narrative:
Final analysis found that as received, a partial lead was returned in two pieces measuring 6.8 cm. And 52 cm., respectively. The helix was retracted and clogged with blood. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find conductor fracture. Conductor shorting was due to procedural damage to the insulation. During analysis, a failure event was observed which was unrelated to the reported events. Visual inspection of the lead found external insulation abrasion located at 47.8 cm to 48.5 cm from the distal tip that breached the optim sheath, consistent with friction to the device can with silicone insulation beneath found intact.

Event description:
Related manufacturer reference number: 2017865-2021-18448, related manufacturer reference number: 2017865-2021-18449. It was reported that the patient presented to the emergency room with inappropriate shock delivered by the right ventricular lead. Phrenic nerve stimulation was observed to be exhibited by the left ventricular lead, and intermittent capture was exhibited by the right atrial lead. Chest x-ray confirmed that the right ventricular, right atrial, and left ventricular leads were dislodged. All three leads were explanted and replaced. There were no further patient consequences.